Event description:
As reported by the patient¿s attorney, a protegen sling was implanted. According to the complainant, as a result of the implant, the patient suffered erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage and chronic pain, the use of pain control and other medications, and injections into various areas of the pelvis, spine and vagina. The patient also underwent operations to locate and remove the mesh and portions of the female genitalia and in attempt to repair pelvic organs, tissue and nerve damage. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 357035, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Device reported as implanted on (B)(6) 1997 or (B)(6) 2003.